Event description:
Ous MDR. It was reported that the pt presented with chest pain to a and e in 2008. Pt was pronounced dead at 13:16 pm. Implant date was not provided.

Manufacturer narrative:
Ous MDR. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The inspection of the returned documents showed no indication for a device malfunction. The manufacturing process for this device was re-investigated. All production steps had been preformed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the available info indicated a normal device behavior.